Manufacturer narrative:
The insulin pump was monitored and tested with no blank display, no failed battery test, no weak battery alarm and no beep anomaly noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. The operating currents tested within the specification range and passed off no power test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient's mother called back to report that they continue having issues with the pump. The mother reported a motor error alarm as well. The mother tried multiple batteries but continues to have problems with the pump making a connection. After further troubleshooting, found that the pump was giving a blank display. The patient used the new battery cap that was sent and continued having issues. Advised that the pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided, but was listed as high. The caller reported performing multiple battery changes, but the failed battery test persisted. The caller was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.